Manufacturer narrative:
During testing it was noted that the device door roller pin was missing. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for a report from the customer contact of a broken door and the device does not recognize cassette. These do not indicate reportable malfunctions; however, during verification testing at the service ctr, it was noted that the device door roller pin was missing.